Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative. The patient was implanted with a neurostimulator indicated for degenerative disc disease. It was reported the patient had never been able to get good coverage of their left leg since implant. The patient would get uncomfortable stimulation in their left leg so contacts (B)(6) were not used and had never been used since implant. It was also reported that on (B)(6) 2016 it was found that contact 7 impedances had greater than 10k ohms. The patient was getting good coverage except for their left leg. The manufacturer's representative was to program around contact 7.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.